Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump primed properly and no unexpected insulin flow blocked alarm noted. The insulin pump was received with scratched case, case cracked behind the pump near the battery tube, serial number label faded, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer reported that insulin continued to drip. Customer's blood glucose was 194 mg/dl. Insulin pump would be replaced.